Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. The set was filled with 5-fluoruracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from august 23, 2019 - august 26, 2019. H10:the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed a ruptured bladder. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition was not determined; however the most probable cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.